Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the audio bolus button was over responsive. Reportedly, the audio bolus button cover was damaged and there was moisture in the area of the audio bolus button. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: during investigation, the audio bolus button cover was found to be torn. During testing, the audio bolus button responded normally to button presses. The audio bolus button was removed and no contamination was found on the audio bolus button contact. A leak test was performed and an audio bolus button leak was found. The pump was opened and there was no evidence of moisture found inside the pump. The complaint of the over responsive audio bolus button was not duplicated. Unrelated to the original complaint, condensation was observed under the display lens.